Manufacturer narrative:
The pump powered up properly and no blank, black, or full segment display was noted. The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected battery out limit alarms or display anomalies occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the display was difficult to read and that it was black. He removed the battery and it alarmed for battery out limit and he reset the time and date. He stated it had been out in the pool are in the sun. The blood glucose reading was 301 mg/dl. After stabilizing at room temperature, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.